Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the axium prime bare hx 6mm x 20cm super was used to treat an unruptured, saccular aneurysm. During the procedure, the coil experienced resistance in the distal portion of the catheter and could not be detached after several attempts. The coil was pulled back into the catheter, at which point it came loose. Upon implantation of the next coil, the previous coil was successfully pushed into the aneurysm and remained in place. No patient complications have been reported as a result of this event. The patient's blood flow was normal. The devices were prepared according to the instructions for use (IFU). There was no damage to the coil or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was not a medtronic product. The coil was implanted in the intended location. Five attempts were made to detach the coil using the instant detacher and 5 attempts using the manual method. Prior to coil non-detachment, there were no issues encountered.